Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the burnt distal end was caused by stress of repeated use, an external factor, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. ¦inspection of the endoscope 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a pinhole on channel tube, water tightness was lost; adhesive on bending section cover had a chip; scope connector cover unit was deformed; control unit was sticky due to water leakage; scope connector was sticky due to water leakage; scope connector cover unit was sticky due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; an abnormal sound was made due to damage on angulation lever; connecting tube had a dent; universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end had a burn. The issue was found during reprocessing before an unspecified diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm.